Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump was faulty as received from new" was duplicated. Visual test was performed and found damaged(detach) downstream occlusion (dso) seal. Functional testing found defective latch sensor, and defective dso sensor. The dso seal, dso sensor and latch sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump was faulty as received from new¿; during device evaluation it was found the downstream occlusion (dso) seal was damaged(detached), defective latch sensor, and defective dso sensor. The incident occurred during medical engineering workshop at the commissioning tests. There was no patient involvement.